Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of the insulin pump are hard to press. The customer's blood glucose level was unknown at time of incident. The customer reported that the scratches on the screen and received unexplained no delivery alarm. Customer stated that they received failed battery alarm and condensation under the screen. Customer also stated that the insulin pump was louder when rewinding and battery life was diminished. The insulin pump rewinds slower. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify keypad anomaly, failed battery test alert, charge or battery lasts less than expected anomaly and rewind anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with minor scratched lcd window and debris under window.